Event description:
An ipp device was implanted on 6/18/93. The cylinders were revised on 3/14/95. Info received on 8/1/96 indicates the entire device was removed due to infection, date not indicated. Info acquired on 8/7/96 indicates the date as 5/8/95.